Manufacturer narrative:
Bottle side (upper) pressure sensor (error code 240.4150.0). A patient side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Lower hinge shroud cracks / (B)(4). There are CAPA #'s noted for the following parts replaced that have an already existing keypad / (B)(4). There are CAPA #'s noted for the following parts replaced that have an already existing iui damages / (B)(4). There are CAPA #'s noted for the following parts replaced that have an already existing broken lvp door latch /(B)(4). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Fails patient side occlusion. Lower pressure sensor failed patient side occlusion, damaged bezel assembly, keypad & front door, rear case, door latch, iui right, iui left membrane frame, door cover, non supported part installed. There was no patient involvement. (B)(4).